Event description:
It was reported a patient underwent surgery to address dislodgment of the atrial lead. The physician attempted to reposition the lead, but was unsuccessful due to an issue with the lead's helix. The lead was explanted and replaced, and the patient was stable following the procedure.